Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine annual check (B)(6) 2019 with a battery longevity estimate of two years. The device had been implanted for thirteen years. The patient returned for a check up in clinic (B)(6)2020 and it was observed that the device had reached the elective replacement indicator on (B)(6) 2020. A battery longevity overestimation anomaly was suspected. The patient was pacemaker dependent and therefore admitted for a procedure to explant and replace the pacemaker. The patient was stable following the procedure.

Manufacturer narrative:
Final analysis notes the reported complaint of incorrect measurement was not confirmed . The pacer was received in backup vvi mode with battery voltage at elective replacement indicator (eri). Backup mode after explant could have happened due to exposure to cold temperatures and device battery voltage close to end of life (eol). When automatic settings, such as autocapture are programmed, device output adjusts to accommodate patient¿s needs affecting estimated longevity. Visual examination found septum was punctured. Electrical and mechanical analysis performed, including functional test under nominal settings indicated normal device functionality. The implant duration exceeds the projected longevity based on nominal settings indicating normal battery depletion.